Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, station was not communicating. The customer mentioned that the device was on critical override. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jul-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not communicating. A field service engineer (fse) rebooted the station and logged into support mode. The fse disabled both the bluetooth and wi-fi adapters in the network center and device manager. Despite correct static internet protocol address, the station connected to an unidentified network. After consulting with the information technology department, the fse switched the network settings to dynamic host configuration protocol (dhcp), which allowed the station to connect to the correct virtual local area network (vlan) and start passing packets. The fse manually launched the application and successfully logged in, confirming communication between the server and station. The customer verified that messages from the past 12 hours were updating to the station. The system functioned as intended after the field service engineer troubleshot the device.